Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that an intubated patient was ventilated with the savina 300 in the emergency room. It was further reported that due to the clinical history of the patient, the prognosis was poor. The physiotherapist was paged, but when he arrived at the bedside, the patient had already passed away. It was noticed that the ventilator had a white and locked screen which made it impossible to turn the device off. Reportedly, the device was in a controlled ventilation mode, but it was not possible to visualise the ongoing ventilation. Ongoing ventilation was also reported and confirmed with lung test. It was further reported that no alarms were generated.

Manufacturer narrative:
This is a correction of the previous report. The unique device identifier (UDI) and corresponding fields have been adjusted.

Event description:
It was reported that an intubated patient was ventilated with the savina 300 in the emergency room. It was further reported that due to the clinical history of the patient, the prognosis was poor. The physiotherapist was paged, but when he arrived at the bedside, the patient had already passed away. It was noticed that the ventilator had a white and locked screen which made it impossible to turn the device off. Reportedly, the device was in a controlled ventilation mode, but it was not possible to visualise the ongoing ventilation. Ongoing ventilation was also reported and confirmed with lung test. It was further reported that no alarms were generated.

Manufacturer narrative:
The device was examined by the local service organisation. The reported behaviour could not be reproduced. The log file of the affected device was made available for further investigation. Based on the analysis of the log file the reported event could be verified. The log file analysis showed no technical failure regarding the display or the alarm system of the device. Based on the log file analysis, the ventilation was started at 17:09 and was running without deviation. Between 18:03 and 18:09, the device issued several times the high prior alarm ¿rr high¿. At 18:37 additionally ¿vt high¿ and ¿airway pressure low¿ were issued and alarmed by the device. At the same time, the main switch of the device was turned off by the user. If the main switch is turned off during an active ventilation, the device permanently displays a red high prior alarm message "main switch off - press rotary knob to confirm" until the rotary knob is pressed to confirm the action. It is likely that this information was not readable for the user due to the white screen. The ventilation continued issuing several additional ventilation relevant alarms while the user repeatedly tried to turn off the device by switching the main switch on and off again until eventually, the device was turned off at 19:04. The analysis of the log file showed no technical failure regarding the display or the alarm system. Dräger concludes that the reported white screen was caused by an interrupted or disturbed data transmission from the central control board to the display. A reason for this could be a temporary problem with loose cable connection or contact fitting. It is recommended to replace the data cable as a precautionary measure. In case the data transmission is interrupted or disturbed no content (curves, alarms) is visible on the display and no settings changes are possible (touchscreen shows no elements). The ventilation is not affected by this issue, as it was reported in this case. Optical alarms by led and acoustical alarms by speaker were not affected by this issue. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that an intubated patient was ventilated with the savina 300 in the emergency room. It was further reported that due to the clinical history of the patient, the prognosis was poor. The physiotherapist was paged, but when he arrived at the bedside, the patient had already passed away. It was noticed that the ventilator had a white and locked screen which made it impossible to turn the device off. Reportedly, the device was in a controlled ventilation mode, but it was not possible to visualise the ongoing ventilation. Ongoing ventilation was also reported and confirmed with lung test. It was further reported that no alarms were generated.